Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate therapy and shocks. Technical services (ts) reviewed and stated that it appeared to be sinus driven and recommended programming changes or to make adjustments for atr mode switch. This device remains in service. No adverse patient effects were reported.